Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc141200/7906531. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to surgical conversion.

Event description:
On (B)(6) 2010, the patient was implanted with two gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. It was reported the gore® excluder® device was explanted on (B)(6) 2014. The graft had migrated distal inside the bottom of the aneurysm sac. The vasculature was surgically repaired. The patient tolerated the procedure.